Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Unknown if the reported pain, depression, anxiety, limited physical activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The product is manufactured and inspected according to specifications. The following allegations have been investigated: vena cava perforation, pain, depression, anxiety, limited physical activity. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b5, b6, b7, d1, d4, g5, h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right common femoral vein due to risk of dvt (deep vein thrombosis). Patient is alleging vena cava perforation. Patient further alleges "I have severe back pain at l5 which is where the ivc filter is located. This pain has caused me to need a walking stick at all times and even a walker or wheelchair sometimes when the pain is more severe than usual. It is a constant pain and I do take prescription pain medication for it which helps some but does not completely get rid of the pain." The patient also states "I try my best to exercise but there are a number of things I can no longer do because of the pain. I can no longer walk long distances, I can't bend over, I can't vacuum or sweep, play tennis, dance, or play lawn games. I have also had to stay home from trips because of the pain." "In addition I have been diagnosed with both depression and anxiety... I was diagnosed shortly after the placement of the filter because it has limited what I have been able to do and I have been told that if the device were to break off or move it could cause instant death. I have been trying to get it removed for years but no doctor wants to go near it because it is too risky. I take xanax to manage the symptoms but I still have depression and anxiety.". (B)(6) 2017, report from CT (computed tomography): "positive for caval perforation. Superior extent of ivc filter is at the l1-l2 disc space inferior extent mid l3 vertebral body. A total of four prongs have perforated the ivc, series 2, image 68. Maximum distance prong perforated is 4 mm, series 2, image 68." "Coronal images show zero-degree tilt of ivc filter, series 80324, image 71. Sagittal images show zero-degree tilt, series 80325, image 95.".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2014". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.